Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the atrial contact spring was out of specification. A test lead could be inserted into the atrial cavity and no electrical anomalies were noted during testing.

Event description:
It was reported that during the implant procedure, the atrial lead could not be inserted into the atrial port of the pulse generator. The pulse generator was no longer used and a new device was implanted. No patient symptoms were reported.